Event description:
Doing a robot chole, using a endocatch bag. The bag was introduced through the trocar and the bag would not open or close, it was stuck in one positon. Applied medical inzii - universal retrieval system - ref# cd003 5 mm, lot# 1550876, exp 04/06/2028. New bag was used to complete procedure.